Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from italy, edwards received notification of a 56mm evoque procedure in tricuspid position. A temporary pacing intervention was required. The patient's baseline was atrial fibrillation (hr < 100bpm) and left bundle branch block (lbbb). The valve was implanted as intended between 0-5 mm from the annular plane. During ventricular expansion, patient experienced bradycardia. Therefore, temporary pacing was initiated through the access wire. No reintervention or permanent pacemaker were required. Patient was in stable condition post procedure.